Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Compromised force sensor system alarms were not verified due to motor error alarms. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, and missing end cap sticker.

Event description:
Customer reported a compromised force sensor system alarm. The customer's blood glucose was unknown. The customer stated insulin was also squirting out during a manual prime. The customer's drive support cap appeared to be normal. Customer stated they did not drop or bumped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.